Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor position encoder error. It was reported that the customer's device stopped delivering insulin, and received a motor error alarm. The customer's blood glucose level was reported to be 360mg/dl. It was reported that the customer was advised to discontinue use of the device, and that it would have to be returned and replaced. The device is reported to be returning and being replaced.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error or excessive no delivery alarm noted. The motor passed motor test. Unable to verify alarm in the alarm history due to history file over written. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.